Event description:
Affiliate reported that cod14-27. The valve didn't work properly: reduction of the drainage although the valve was adjustable from the outside. It was necessary a reintervention. (B)(4). Revision of ventricular. Peritoneal shunt.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 60mmh2o. The valve was visually inspected: a needle hole in the silicone housing over the needle stop was noted. No defects were noted. The valve was irrigated with purified water. No occlusion was noted. The catheter was irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested, and only leaked from the needle hole in the silicone housing over the needle stop. The valve was reflux tested, the valve passed the test. The valve was tested for programming, and the valve passed the test. The valve was then pressure tested and the valve passed the test. A review of the history device records confirmed the valve product code 82-3100 with lot crbdbp, conformed to the specifications when released to stock. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.